Event description:
It was reported that pump experienced malfunction with code malf 9 and fault ID 0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully completed pump reset with assistance.